Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device. The customer power cycled the machine, performed pre-use/automated checks to resolve the issue. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report on (B)(6) 2018, that the arkon anesthesia entered into a failed state over the weekend. No injury was reported with this event.